Event description:
Event verbatim [preferred term] (related symptoms if any separated by commas) suffered from hyperglycemia (her bgl was 500 or exceeding 500 mg/dl) [hyperglycaemia] after pressing the dose button, patient complained that the piston rod of the pen doesn't totally move out of the mechanical part of the pen (stuck inside it) [device mechanical issue]. After adding a new needle, and after pressing the dose button, the pen didn't inject the insulin (with 2 u) and the counter returned back to zero [device failure]. Patient doubts that she doesn't get her insulin dose because of the technical issue of her np4 [drug dose omission by device]. Hypoglycemia (her bgl was 75 mg/dl) [hypoglycaemia]. Used the syringe with novorapid penfills to get her insulin dose [wrong technique in product usage process]. Case description: this serious spontaneous case from egypt was reported by a consumer as "suffered from hyperglycemia (her bgl was 500 or exceeding 500 mg/dl)(hyperglycemia)" with an unspecified onset date, "after pressing the dose button, patient complained that the piston rod of the pen doesn't totally move out of the mechanical part of the pen (stuck inside it) (device mechanical jam)" with an unspecified onset date, "after adding a new needle, and after pressing the dose button, the pen didn't inject the insulin (with 2 u) and the counter returned back to zero(device failure)" with an unspecified onset date, "patient doubts that she doesn't get her insulin dose because of the technical issue of her np4(drug dose omission by device)" with an unspecified onset date, "hypoglycemia (her bgl was 75 mg/dl)(hypoglycemia)" with an unspecified onset date, "used the syringe with novorapid penfills to get her insulin dose(inappropriate drug extraction with syringe)" with an unspecified onset date, and concerned a female patient who was treated with novopen 4 (insulin delivery device) from unknown start date for "device therapy", novorapid penfill (insulin aspart 100 u/ml) solution for injection, 100 u/ml (dose, frequency & route used - unk) from unknown start date for "product used for unknown indication", patient's height, weight and body mass index were not reported. Dosage regimens: novopen 4: novorapid penfill: current condition: hypothyroidism. Procedure: knee replacement surgery. On an unknown date, patient has a problem in novopen 4 (used with novorapid penfills) as after adjusting the dose counter to the dose of (30, 20 or even 5 u), and after pressing the dose button, she doesn't know if the pen injects the inulin nor not and complained that the piston rod of the pen doesn't totally move out of the mechanical part of the pen (stuck inside it). Pen training was offered and during it, the mechanical part and the piston rod moved normally by adjusting the dose counter on 60 u and after pressing the dose button to 0 u (3 times) and then it moved again by pulling it out of the mechanical part of the pen. Then after adding a new penfill, to make sure that the piston rod touches the penfill rubber part by adjusting the dose counter on 60 u and after the gentle pressing the dose button without needle, the counter stopped on 0 u and (that step was repeated twice). Then again patient was asked to adjust the dose counter to 2 u, then after adding a new needle, and after pressing the dose button, the pen didn't inject the insulin (with 2 u) and the counter returned back to zero. Even by trying the pen by injecting 2 insulin units before being used, the pen still doesn't inject the insulin properly and so she doubts that she doesn't get her insulin dose. Due to this patient suffered from hyperglycemia with bgl (blood glucose) was 500 or exceeding 500 mg/dl and hypoglycemia with bgl (blood glucose) was 75 mg/dl. Patient used the syringe with novorapid penfills to get her insulin dose because of the technical issue of her np4. Batch numbers: novopen 4: pvgeh08. Novorapid penfill: was not reported. Action taken to novorapid penfill was not reported. The outcome for the event "suffered from hyperglycemia (her bgl was 500 or exceeding 500 mg/dl) (hyperglycemia)" was not reported. The outcome for the event "after pressing the dose button, patient complained that the piston rod of the pen doesn't totally move out of the mechanical part of the pen (stuck inside it) (device mechanical jam)" was not reported. The outcome for the event "after adding a new needle, and after pressing the dose button, the pen didn't inject the insulin (with 2 u) and the counter returned back to zero (device failure)" was not reported. The outcome for the event "patient doubts that she doesn't get her insulin dose because of the technical issue of her np4(drug dose omission by device)" was not reported. The outcome for the event "hypoglycemia (her bgl was 75 mg/dl) (hypoglycemia)" was not reported. The outcome for the event "used the syringe with novorapid penfills to get her insulin dose (inappropriate drug extraction with syringe)" was not reported. Reporter's causality (novopen 4) - suffered from hyperglycemia (her bgl was 500 or exceeding 500 mg/dl) (hyperglycemia): unknown. After pressing the dose button, patient complained that the piston rod of the pen doesn't totally move out of the mechanical part of the pen (stuck inside it) (device mechanical jam): unknown. After adding a new needle, and after pressing the dose button, the pen didn't inject the insulin (with 2 u) and the counter returned back to zero (device failure): unknown. Patient doubts that she doesn't get her insulin dose because of the technical issue of her np4(drug dose omission by device): unknown. Hypoglycemia (her bgl was 75 mg/dl) (hypoglycemia): unknown. Used the syringe with novorapid penfills to get her insulin dose (inappropriate drug extraction with syringe): unknown. Company's causality (novopen 4) - suffered from hyperglycemia (her bgl was 500 or exceeding 500 mg/dl) (hyperglycemia): possible. After pressing the dose button, patient complained that the piston rod of the pen doesn't totally move out of the mechanical part of the pen (stuck inside it) (device mechanical jam): possible. After adding a new needle, and after pressing the dose button, the pen didn't inject the insulin (with 2 u) and the counter returned back to zero (device failure): possible patient doubts that she doesn't get her insulin dose because of the technical issue of her np4(drug dose omission by device): possible. Hypoglycemia (her bgl was 75 mg/dl) (hypoglycemia): possible. Used the syringe with novorapid penfills to get her insulin dose (inappropriate drug extraction with syringe): possible. Reporter's causality (novorapid penfill) - suffered from hyperglycemia (her bgl was 500 or exceeding 500 mg/dl) (hyperglycemia) : unknown. After pressing the dose button, patient complained that the piston rod of the pen doesn't totally move out of the mechanical part of the pen (stuck inside it) (device mechanical jam): unknown. After adding a new needle, and after pressing the dose button, the pen didn't inject the insulin (with 2 u) and the counter returned back to zero (device failure): unknown patient doubts that she doesn't get her insulin dose because of the technical issue of her np4(drug dose omission by device): unknown. Hypoglycemia (her bgl was 75 mg/dl) (hypoglycemia): unknown. Used the syringe with novorapid penfills to get her insulin dose (inappropriate drug extraction with syringe): unknown. Company's causality (novorapid penfill) - suffered from hyperglycemia (her bgl was 500 or exceeding 500 mg/dl) (hyperglycemia): possible. After pressing the dose button, patient complained that the piston rod of the pen doesn't totally move out of the mechanical part of the pen (stuck inside it) (device mechanical jam): possible. After adding a new needle, and after pressing the dose button, the pen didn't inject the insulin (with 2 u) and the counter returned back to zero (device failure): possible patient doubts that she doesn't get her insulin dose because of the technical issue of her np4(drug dose omission by device): possible. Hypoglycemia (her bgl was 75 mg/dl) (hypoglycemia): possible. Used the syringe with novorapid penfills to get her insulin dose (inappropriate drug extraction with syringe): possible. Event onset date is not reported in the case. However, the incident dates are captured to ensure the mir form is generated. No consent for safety follow-up questions, hence no further follow-up was possible. Preliminary manufacturer comment: 24-apr-2026: the suspected device novopen 4 has not been returned to novo nordisk for evaluation. No conclusion reached on device functionality.